Event description:
Customer reported a cartridge alarm issue with their insulin pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. To resolve the problem, tandem technical support confirmed the replacement of the pump, instructed the customer on storage mode procedures, and arranged for the return of the defective pump. Customer was informed about the necessary steps for using the replacement pump and agreed to return the malfunctioning unit within the specified timeframe.